Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results, which include, sodium (na), potassium (k), and chloride (cl), on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ise mixing motor, reference electrode and chloride electrode which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).